Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was currently being treated in the hospital with vancomycin and another unspecified drug for peritonitis. Pd therapy was continued during the treatment. At the time of this report, the patient outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.